Manufacturer narrative:
(B)(4).

Event description:
A nurse reported following an intraocular lens (iol) implant procedure, a patient experienced floaters, crescent moon in vision and flashes of light. The iol was removed and replaced with a different lens approximately three months after the initial procedure.

Manufacturer narrative:
Product evaluation: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
Product evaluation: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. The lens was returned in specimen container in a clear watery fluid. Extensive damage was observed to the lens optic. Product history records were reviewed and all documents indicate the product met release criteria. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling.